Event description:
It was reported that the graft was not separating properly while using the zimmer meshgraft ii. Additional clinical follow up with the customer indicated that the issue delayed the surgery by an undetermined amount of time. The physician was able to use the graft, but was not happy about having to struggle with the device. The overall outcome was acceptable, but could have been better. The device was used to complete the case.

Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/14/1983 and has no repair history at zimmer surgical. Evaluation of the device observed wear to the cutter, roller and handle. In addition, the ratchet gear was inserted backwards into the ratchet handle and the ratchet could not be properly fitted to the roller. Additionally, it was observed that the side plates were older style components. Prior to repair, a test mesh failed and the device was outside calibration specifications on the left and right side, as well as the side to side calibration. Lack of preventative maintenance most likely caused the wear to the cutter and lack of calibration of the device, which most likely caused the customer's reported event. Additionally, per instructions four use, the device has exceeded its normal useful life by 21 years, which could have decreased the accuracy of the device. The device was serviced and returned to the customer.